Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the cartridge was filled with approximately 450 units of insulin. The customer was unable to provide the date of the reported event, and was unable to upload the pump data for review by tandem technical support. As the fill estimate issue had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the inaccurate fill estimate. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer loaded a new cartridge on (B)(6) 2017, and received an accurate insulin gauge display of over 400 units of insulin in the cartridge.